Manufacturer narrative:
The patient was born in 1963. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as the patient's caregiver was changed. On the same day as onset, the patient was hospitalized for the event. Treatment and patient outcome were not reported. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available.

Manufacturer narrative:
Additional information added to relevant tests/lab data. On an unreported date the patient was treated with unspecified antibiotics (no further details reported) for the event of peritonitis. Two weeks after the onset, the patient recovered from the event and treatment with antibiotics was discontinued. Should additional relevant information become available, a supplemental report will be submitted.